Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that posterior stabilizer rp knee implanted by the surgeon over 10 years ago. No electronic medial record to provide implant details. Femur, patella and tibia well fixed. Posterior wear and stb post wear on poly. Swapped a 4x10 to a 4x12.5. Knee was well balanced. Doi: 10 years ago. Dor: (B)(6) 2018. Unknown operative side.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.